Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to remove the device could not be determined. The patient effect of pain and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a peripheral interventional procedure. Reportedly, after the starclose se clip was deployed the device was difficult to remove. Attempting to remove the device caused pain for the patient. A vascular surgeon was consulted. The patient was given pain medication and the device was "pulled out". No tissue damage occurred. Manual arterial compression was applied for a few minutes to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the consultation with the vascular surgeon. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.